Event description:
When trocar was removed from patient a large piece was missing, and the trocar also had a large crack in the opposite side. The missing piece was approx. 1/2" wide 1 inch long. The piece remains in the patient...the surgeon is aware that a piece is unaccounted for.